Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: surg obes relat dis 2012;8:201¿207; doi:10.1016/j.soard.2010.12.007.

Event description:
It was reported in journal article ¿surgical results of single-incision transumbilical laparoscopic roux-en-y gastric bypass¿ that patient underwent either single-incision transumbilical lrygb (situ-lrygb) or 5-port lrygb approach. Suture was used to close gastrojejunostomy site horizontally with hand-sewn suture in 5-port lrygb procedure. Post-operatively, gastrojejunostomy leakage occurred and might have resulted from the selection bias or relatively older patients with greater bmi and comorbidity rates. Patients experienced pain and received morphine injections. Additional information will be requested.

Manufacturer narrative:
Pc-000062706 additional information was requested and the following was obtained: does the surgeon believe that sutures caused and/or contributed to the adverse events described in the article, specifically: leakage, seroma, drainage, morphine injections? If yes, provide details of event and specific suture product code. No can specific patient demographics be provided for each of the subjects of this article? From our understanding, it¿s around 40~60 years old, evenly distributed in terms of genders. No specific data remained. Are the product code and lot numbers available for sutures? No